Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl due to needing settings adjustments. Customer¿s mother assisted by waking customer up and having him drink a soda to address low bg. Customer also reported that the pump was not annunciating audible tomes for alerts. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.